Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, liver biopsy, cholecystitis, hepatic nodular hyperplasia, vomiting, nausea, intermittent fever, left lower quadrant pain, hernia, hydronephrosis and pain in hip. Previously administered products included for an unreported indication: norplant. Concurrent conditions included flank pain, ovarian cyst ruptured, dysfunctional uterine bleeding, chest wall pain, uterine fibroids, intervertebral disc prolapse and adenomyosis. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6)2012, the patient experienced migraine ("migraines / headaches") and abdominal pain ("pain"). In (B)(6)2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dyspareunia, fatigue, irritable bowel syndrome, abdominal pain and headache had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6)2011 insertion details, specify- trailing coils: 4 coils in both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Pathology test - on (B)(6)2018: specimen(s) received: uterus, cervix, bilateral fallopian tubes final pathologic diagnosis uterus, 71 grams: superficial adenomyosis. Endometrium: benign secretory endometrium. Cervix: no pathologic diagnosis. Benign fallopian tubes. Clinical history/diagnosis: dysfunctional uterine bleeding, adenomyosis. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿abdominal pain, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : new events added: pelvic pain, headaches. Event outcome were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, liver biopsy, cholecystitis, focal nodular hyperplasia, vomiting, nausea, intermittent fever, left lower quadrant pain, hernia, hydronephrosis and pain in hip. Previously administered products included for an unreported indication: norplant. Concurrent conditions included flank pain, ovarian cyst ruptured, dysfunctional uterine bleeding, chest wall pain, uterine fibroids, intervertebral disc prolapse and adenomyosis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and abdominal pain ("pain"). In (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs."). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, migraine, fatigue and abdominal pain had resolved and the dyspareunia and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome and migraine to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2011 insertion details, specify trailing coils: 4 coils in both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: specimen(s) received: uterus, cervix, bilateral fallopian tubes final pathologic diagnosis uterus, 71 grams: superficial adenomyosis. Endometrium: benign secretory endometrium. Cervix: no pathologic diagnosis. Benign fallopian tubes. Clinical history/diagnosis: dysfunctional uterine bleeding, adenomyosis. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿abdominal pain, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs + mr received- new events added; abnormal bleeding (general), migraines / headaches, dyspareunia, abdominal pain, fatigue, gastrointestinal or digestive system condition type: ibs were added. Lot number, lab data information, concomitant and historical conditions were added. Outcome of events abnormal bleeding, pain, fatigue, migraines from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.